Event description:
The customer reported poor image quality and that the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The camera iris was calibrated. The system was tested and found to be working as intended and put back into service.